Manufacturer narrative:
Sensor kit expiration date is 31-jul-2022. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required as the device met its specification lifespan. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message with the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of feeling sick, shaky, and very dizzy, and was given half a cup of orange juice and two glucose tablets as treatment by a healthcare professional due to hypoglycemia. No further information was provided. No further information was provided.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed. The sensor kit associated with this complaint has an expiration date of 31jul22. The reported complaint occurred on 08jan23, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to include the correct investigation activities.

Event description:
A customer received a "scan again in 10 minutes" message with the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of feeling sick, shaky, and very dizzy, and was given half a cup of orange juice and two glucose tablets as treatment by a healthcare professional due to hypoglycemia. No further information was provided. No further information was provided.